Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and a functional leak test was performed. The bag showed a leak from the seam around the IV port. The reported condition was verified. The cause of the condition was determined to be material manufacturing. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container leaked. The exact process step when this occurred was not specified. There was no report of patient involvement, injury or medical intervention. No additional information is available.